Manufacturer narrative:
The insulin pump passed functional testings including displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. All the buttons functioned properly and no moisture damage on keypad traces noted. Keypad connector was fully locked. The insulin pump was received with cracked case at display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. The insulin pump passed the delivery accuracy test. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they were hospitalized with a blood glucose level of 378 mg/dl. The customer was having dry mouth and sweating. The customer was treated and released. The customer was wearing the insulin pump at the time of hospitalization. Customer¿s blood glucose level was 394 mg/dl at the time of the event. The customer also reported that when she was trying to bolus the piston was not moving. The act button was not responding. The customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare provider's instruction. The product will be returned for analysis.